Event description:
Customer reportedly received results of 63 mg/dl and 330 mg/dl within 10 minutes on the advantage system. Customer also reportedly received results of hi and 80 mg/dl within 10 minutes on the advantage system. No high or low blood symptoms reported with these results. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Controls were run and in range (opened >90 days). Requested return of suspect device and replacement was sent.